Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited variable high, out-of-range pace impedance measurements greater than 3000 ohms on the right atrial (ra) channel, diaphragmatic noise oversensing on the right ventricular (rv) channel, and far-field oversensing. Technical services (ts) was contacted, and ts discussed programming options. The crt-d system remains in service. No adverse patient effects were reported.